Event description:
Customer reported that the back trigger is blocked. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the trigger was blocked, the coupling power supply was bent, and air intake was loose. This was attributed to normal wear. The air intake was replaced and the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.